Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr), rotated heart, small atrium and restricted posterior leaflet for a mitraclip procedure. At the start of the procedure, st elevation was noted as the patients baseline rhythm. Reportedly, imaging was difficult due to patients rotated heart. The first mitraclip advanced. While grasping, worsening st elevation was noted, along with a drop in blood pressure despite medications. The patient was placed on an intra-aortic balloon pump (iabp) for support. Per physician, the st elevation and low blood pressure were unrelated to the device. Once the patient was stabilized, the ntw grasped the leaflets and was deployed. Following, a small flail/leaflet damage at anterior 2 leaflet was observed. Per physician, the leaflet damage was due to the first mitraclip. There was no device malfunction. As treatment, a second mitraclip was deployed at anterior and posterior leaflet 2(a2p2) flail site after multiple attempts. Reportedly, there was no device issue with the second clip. The patient remained intubated and iabp left in place. The mr was decreased to grade 2+. There was no adverse patient sequela or clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported tissue injury. Tissue injury is listed in the instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.